Event description:
Account states drain broke across white perforated silicone section while being removed. Pt required laparotomy to remove remainder of drain. Pt died of complications associated with the second anesthetic.